Manufacturer narrative:
Asahi kasei zoll medical (azm) representative visited the site and confirmed the problem, and also confirmed that the console could work normally after reconnecting hmia. At the time, azm considered that the problem would be caused by depletion of internal-battery in the monitor head. However, azm-technical service visited the site later and checked the console, and found that the problem reproduced even after the internal-battery was replaced. Azm-ts checked the inside of console, and found that leds around the I/o board did not lit, to remedy the issue th I/o board will be replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console serial number (B)(4).

Event description:
As reported, during routine check, the customer observed that the thermogard xp ivtm system ((B)(4)) was alarming with black screen upon powering on. No patient involvement.